Manufacturer narrative:
Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that lip where the reservoir clips into a piece of the insulin pump broke off and experienced high blood glucose level. The customer¿s blood glucose level was 328 mg/dl. Customer declined troubleshoot for high blood level. The customer was assisted with troubleshooting. Customer stated reservoir ring was cracked. Customer stated that reservoir is sitting flush in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.